Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date:10 may 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a femoral trochanteric fracture surgery took place. When the surgeon attempted to insert the blade during the surgery, the reported impactor broke. The surgeon used a spare impactor and proceeded with the surgery. The surgery was extended for ten (10) minutes and no patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: we have received the impactor f/pfna blade in a working condition. The visual inspection showed marks of use on the shaft; the labeling on the shaft is faded likely as a result of normal wear and cleaning. The blue handle does show some small marks of use, no crack or other damage detected. The top section does show dents which are a result of hammer blows by blade insertion but no material chips are missing. The tip hexagon with the tread section and the overall condition we do describe as used but in full working condition. The review of the device history record showed no deviation to the print specification and this impactor was manufactured in may 2013. Wear and tear with regular cleaning does lead to those seen damages. No manufactured related failure could be detected. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.